Event description:
A customer contacted physio-control to report that their device logged an event code and would intermittently not provide defibrillation shock when attempted, during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control has made multiple attempts regarding the return of their device, but due to the covid-19 situation the facility was not able to provide the product. A root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device logged an event code and would intermittently not provide defibrillation shock when attempted, during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device logged an event code and would intermittently not provide defibrillation shock when attempted, during testing. There was no patient use associated with the reported event.